Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were reported. Because the pump was not returned to mmdg the complaint could not be investigated. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was alarming an error code 40. They also stated "lite off, does not beep when done". It is unclear if the initial reporter was referencing the pump user settings or if they were stating that the pump did not alarm. Mmdg followed up with the initial reporter but no further information was provided regarding the complaint. (B)(4).